Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on the proximal conductor (not obstructed), which was distorted. The outer insulation was breached cut. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. Tissue was found on the helix, and the lead appeared to have been damaged at implant. The analyst noted that the lead was returned with the helix fully extended, with blood and tissue on it. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and the outer insulation was breached cut. Blood was found in/on the helix/lobe mechanism, and the lead exhibited apparent explant damage.

Event description:
It was reported that within a couple weeks of implant, the lead exhibited increasing thresholds and eventually no capture. The lead was found to be dislodged, and was explanted and replaced. A few weeks later, the replacement lead was also found to be dislodged, and a perforation was noted. The physician suspects that the patient's apex is aneurysmal, and is causing the lead dislodgements and perforation. The lead was explanted, and a new lead was placed on the septum. No patient complications have been reported as a result of this event.